Manufacturer narrative:
No non-conformance was found after okb reviewed all manufacturing and qc records of the suspected device (meter serial#: (B)(4) and strip lot#: d181025-2). Return and retained strips (lot#: d181025-2) were re-tested by using return (serial#: (B)(4) and retained (serial#: (B)(4) meters with control solutions (level low: batch# 8ah1a94, exp. By dec., 2020; level high: batch# 8ah3a14, exp. By sept., 2020), respectively, and results were shown below. 2.1 return meter w/ return strips: 128*/128* (level low) and 307/287 (level high). 2.2 return meter w/ retained strips: 73/74 (level low) and 273/263 (level high). 2.3 retained meter w/ return strips: 129*/150* (level low) and 308/335* (level high) . 2.4 retained meter w/ retained strips: 74/74 (level low) and 263/271 (level high). 3. Desiccants of retained strips from okb's warehouse were still functional (orange color), and testing results above met the acceptance criteria (level low: 30~80; level high: 200~310). However, desiccants of return strips from the client were ineffective (green color), and testing results above were failed (highlighted as "*"). Abnormal high results were obtained because strips have got damp. Warning information regarding close the vial lid of strips immediately was disclosed in user's manual, strip box and labeling, vial label and outside surface of the lid of strip bottle. Therefore, user's improper operation and preservation mostly caused the malfunction of the device.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 4:00/4:30pm at home. Caller stated that the end-user appeared confused and was unable to walk. Her blood glucose was tested, and they received a result of 149.mg/dl. Caller stated the end-user tests 3 times a day and a normal result for that time of day is around 200mg/dl. Caller then took the end-user to the emergency room. No food drink or medications were consumed prior to going to the hospital. Upon arriving at the hospital, the end-users blood glucose was 34mg/dl. The end-user was given an IV with as glucose solution to lower her blood glucose levels. The end-user was not giving any other treatments. Caller stated that the end-user had a blood glucose of 147mg/dl prior to being discharged. The end-user was treated at (B)(6). No additional information was provided.